Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that all keypad buttons responded as expected; the bolus button displayed programmed boluses and did not show evidence of boluses being cancelled in pump history. The verify screen was also displayed when pump was powered on. There was evidence of keypad contamination found under all key contacts.

Event description:
A family member reported that the down arrow keypad button has not been responding appropriately to button presses for the past month. She stated that the patient wears the pump in a case exterior to her clothing, and denied cleaning the pump.